Manufacturer narrative:
Device evaluation 1 unit of lot c2250951 of echo-19 was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 17th of dec 2025. On evaluation of the device no issues were found, the following observations were made: visual inspection. Distal end of needle examine , kink observed approx 4.5cm from needle tip. Stylet examined and no issue observed. Functional inspection. Sheath extender able to advance and retract with no issue. Needle handle able to advance and retract with slight difficulty. Stylet removed and re inserted with no issue. The reported failure was observed. 02 images were received, 01 in which the distal end of the needle appears to be kinked. Manufacturing records. Prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2250951 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review. An image was not returned for evaluation. Root cause analysis. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the puncture of the targeted site being difficult, which in turn may have led to the distal needle kink and resulted in needle advancement and retracting issues observed in the laboratory and reported by customer. Summary: according to the customer the needle bent and was stuck after the puncture was performed. Complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 30-jan-26.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event using the cook ultrasound biopsy needle echo-19, the endoscope was advanced to the puncture site, and the ultrasound puncture needle was installed. The needle length and sheath length were adjusted, and the puncture was performed. It was found that the puncture needle tract was not on the same plane, the puncture needle was bent, and the needle was stuck and not smooth. Then, a new puncture needle was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.